Manufacturer narrative:
(B)(4). Today I was in the hospital, I spoke to one of the surgeons (they operate in (B)(6)). Two patients of around (B)(6) years old. In good condition and good quality of tissue. One patient had a leakage after 2 days and the other patient after 3 days. It happened in the same couple of days, the patients lied next to each other in the nursing ward. Both patients are doing well now. Colostomy is temporary. Normally they see leakage after 5-7 days. They think the size of the 28mm was too small.

Manufacturer narrative:
(B)(4). Initial report sent 08/12/2015.

Event description:
Procedure type: bowel resection. According to the reporter: the patient underwent a bowel resection on (B)(6) 2015 and an eea stapler was used. On (B)(6) 2015, the patient underwent a laparotomy which showed the staple line did not hold. The problem was solved by creating a stoma and the patient has a colostomy. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. Last known patient status: stable.